Event description:
It was reported to philips that the device failed to produce x-rays. A reboot was attempted, which failed. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the new host pc and rebuild database. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to generate x-rays and that all monitors displayed a black screen upon a reboot, requiring multiple restarts. Upon further inspection, the fse determined that the host pc was defective. The fse replaced the host pc and rebuilt the database. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.